Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery and popliteal artery. A 4mm x 20mm x 144cm coyote es balloon catheter was advanced for dilation. During first inflation at 6 atmospheres for 10 seconds, the balloon ruptured while leaking out from a pinhole located that the middle. The device was removed using normal method without issue and the procedure was completed with a different device. There were no patient complications as a result of this event.